Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early expiration potential patient misuse. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.